Event description:
Total hip arthroplasty performed 1996. Revision arthroplasty performed 2002 due to pain, replacing acetabular liner and modular head components. Eccentric articular wear observed on the liner component.